Event description:
It was reported that the ilet displayed prompts to connect a cgm or enter a blood glucose, and the patient experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet; after guidance to toggle settings, re-pair, and disable the phone¿s bluetooth, the patient later reported successful pairing to the ilet, consistent with an intermittent communication failure involving the antenna/electrical communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure associated with the antenna device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.